Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history re cord review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 surgeon noticed that the inside of the jaw (metal plate) was peeled off. He applied energy for about 7-8 times until then, there was no problem to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed. Charred tissue particles were observed on the jaws. The heater wire appeared to be flexed away from the hot jaw. It was detached from the tip of the jaw but remained attached at the base of the jaw. The silicon insulation on the jaws appeared to be intact without any cracks and defects. No other visual defects were observed. A photographic inspection was performed. The silicon insulation on the jaws appeared to be intact. The heater wire on the hot jaw was detached at the tip but remained attached at the base of the jaw. Based on the return condition of device and evaluation results, the reported complaint was confirmed for the failure mode " material twisted/bent" but was not confirmed for the reported failure mode " peeled". Specific actions for the reported failure mode are documented and addressed under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 surgeon noticed that the inside of the jaw (metal plate) was peeled off. He applied energy for about 7-8 times until then, there was no problem to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.